Manufacturer narrative:
This case was identified as duplicate of case (B)(4) and should be deleted from argus. All information was transferred to the remaining case.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-1810, awareness date 23-oct-2015). It refers to a female consumer in united states who had essure inserted on an unspecified date. She was 40 years old at the time of the report, and lost her uterus and baby making parts because she was implanted with essure, and the device failed her. She experienced menopause at the age of (B)(6), lost her libido, lost her hair, had painful sex. She has had 3 surgeries: 1 to remove her fallopian tubes, 1 to remove the rest because there were pieces of essure embedded in uterus, and had appendix removed. Over the course of 3 years she underwent 3 surgeries. She had scars from multiple surgeries. Product technical complaint investigation received on 15-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pieces of essure embedded in her uterus (interpreted as device breakage and embedded device). She underwent surgery to remove it. She also reported having her appendix removed. Device embedded is a listed event in the reference safety information for essure, the other events are unlisted. Device breakage was considered listed upon receipt of the product technical analysis. In the present case, limited information was provided. The exact date and mechanism of the device breakage and embedment were not reported. However, given the nature of these events causality with essure cannot be excluded. Considering the nature of the event appendix removed and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.: